Event description:
It was reported that there was an intermittent table communication failure indication noted on the 2800 system. It was also noted that the collimator lamp will not activate from head controller and the leg extension was hard to install and remove. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported malfunctions were verified. Replaced the motron cpu, reloaded table calibration file, repaired the leg extension release button and realign guide. Instructions given on how to activate collimator lamp from remote console, instead of head controller unit. System operational.